Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to recurrent dislocations of the head from the liner. The head and liner were revised to another femoral head with a constrained liner.